Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the post implant follow up to examine her implantable cardiac monitor. Upon examination, the implant site was found to be red. The device was then explanted for infection of the implant site. The patient was reported to be in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.